Manufacturer narrative:
The proximal section of the coil has been severely stretched. The 8.0 centimeter coil has been stretched 19.0 centimeters. The exact circumstances of how and when this unreported damage occurred cannot be determined. Located 79.0 centimeters off the proximal end is a kink on the core wire. The only kink on the sheath that was found is correct as that is where the locking mechanism is located and where the sheath is folded over. No other kinks on the sheath were found. The coil¿s socket ring has been pushed deep down inside the outer sheath. This condition has caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil at the articulating junction. The stretch resistant cerecyte suture and ball tip have been severed and not returned. The exact circumstances of how and when this unreported damage occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the extended damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The evidence as received highly suggests that the majority of the damage found to the unit and the resistance encountered during the preoperative test may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have kinked the core wire, pushed the coil¿s socket ring down inside the outer sheath, severed the stretch resistant suture, and caused portion of the coil damage found. In this condition the coil will encounter severe resistance during advancement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed stretch resistance cerecyte suture and its ball tip used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
During the procedure the (gc) guide catheter and (mc) microcatheter reached lesion normally. There were two kinks on the cash 14 cere 4mmx8.0cm coil (crc14040830/ m10405)when the surgeon opened the package. One is on delivery wire and the other is on sheath. There was a resistance occurred during preoperative test. However, during analysis of the product, the coil was found stretched, and it could not be confirmed when the event occurred. After the device was found with the damages reported, they changed the new coil to complete the procedure. There was no report on patient injury. The product was stored per labeling instructions, and the coil remained attached to the delivery system. The vessel had no stenosis. No further information was available.